Manufacturer narrative:
Initial

Event description:
It was reported that the ilet lost its charge after charging and subsequently required assistance with bluetooth pairing and cgm sensor startup; the user delivered 20 units of rapid-acting insulin by pen and treated a low with juice, and the case was categorized under hardware battery depletion with troubleshooting and education completed. Symptoms included hyperglycemia reaching a high of 478 mg/dl and hypoglycemia reaching a low of 53 mg/dl with associated dizziness. Outcomes included serious illness/impairment and unexpected medical intervention in the form of medication and oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information about any specific device component and the medical device problem categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.